Event description:
It was reported that during a total colectomy procedure, the five-handle trigger kept breaking, and the return knob of the first two handles also broke, and the broken part disengaged; no pieces fell into the patient cavity. To resolve the issue, the device was replaced by opening new handles. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot p3h0816); egiaustnd, egiaustnd endogia ultra univ std stap (lot p4l0899); egiaustnd, egiaustnd endogia ultra univ std stap (lot p3g0063). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3h0816); egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3h0816); egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3g0063); egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3g0063); additional information: g3, h3, h6 correction: a5a, a5b h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Five devices were visible in one image: four of them had reloads attached. The articulation levers were in the neutral position on all visible instruments. The middle handle's retraction knobs were slightly advanced and the jaws of the attached reload was clamped. The retraction knobs were missing from the left most instrument. The retraction knobs were broken and partially missing form the right most instrument. In another image showing a device, the retraction knobs were broken and partially missing. The instrument was fully retracted. It was reported that a component disengaged and the return knob was broken. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.